Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding device in wrong position and product damage (catheter kink), the cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was escalated to another impella 5.5 due to delivery issues. It was reported against the 2nd imeplla 5.5 that the catheter bent at the level of the entrance to the airlock. Pump not repositionable. Implantation of new 5.5 is not possible due to anatomical reasons. The patient was noted to be in stable condition. This report is for the second imella 5.5 and the first impella 5.5 was reported on this report number 1220648-2025-48909.